Event description:
Rptr indicated that his vns therapy handheld programmer was not interrogating a pt's device properly. Reported that error statement read "error executing sql statement". Troubleshooting performed via soft and hard resets of the handheld, but error was obtained again. Handheld was returned for product analysis, but as of yet the analysis is not complete.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.